Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump did not beep after completing bolus. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer stated that the insulin pump was set to beep. The customer performed self-test and the insulin pump passed. The insulin pump will not be returned for analysis.